Event description:
Caller reported blood glucose results of 253 mg/dl, 157 mg/dl, and 131 mg/dl within 10 minutes on the aviva system. Reported additional results of 113 mg/dl, 110 mg/dl, 142 mg/dl, 133 mg/dl, 103 mg/dl, and 120 mg/dl over the next 37 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Caller reported blood glucose results of 253 mg/dl, 157 mg/dl, and 131 mg/dl within 10 minutes on the aviva system. Reported additional results of 113 mg/dl, 110 mg/dl, 142 mg/dl, 133 mg/dl, 103 mg/dl, and 120 mg/dl over the next 37 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.